Manufacturer narrative:
Concomitant medical device: product ID: 8709, lot#: l81637, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the catheter broke during the replacement surgery of the pump on (B)(6) 2012. A new catheter was implanted at that time. Additional information has been requested, but was not available as of the date of this report.